Manufacturer narrative:
Concomitant products: product ID 8709, lot # l56457, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was reported that the patient believed the catheter was kinked and not showing up on the dye study. Reportedly, the two dye studies did not indicate any catheter issue. The health care provider had kept turning the pump up, however, this did not have any effect on the patient. Further, the patient reported the pump had not been working and he had trouble with it for the past year. When the patient ¿strains¿ in certain position or leaned forward ¿got all the medicine at one time¿ and almost "knocked him out." Reportedly, the patient could take his legs put them behind his head and ¿tie with knot with them.¿ the physician had been made aware of this and reportedly turned the pump up more as it was thought the patient had not been getting enough medicine. However, the patient stated he had gotten ¿way too much.¿ when ¿it does work¿ the patient stated he did not ¿know where I¿m at.¿ the patient had been to their physician three times in one week and ¿all they do is keep turning it up.¿ this device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.